Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. A getinge field service engineer (fse) reported that they replaced the ac power cord (0012-00-1688-22). The unit passed all functional and safety tests and was returned to customer. (B)(6) 17-apr-2025

Manufacturer narrative:
Due character limit e1: contact person name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service visit, getinge field service engineer discovered that cardiosave intra aortic balloon pump(iabp) the winder does not wind. There was no patient involvement.

Manufacturer narrative:
Due to character limit e1 event site telephone no- (B)(6). Updated fields- b4, d8,d9 e1(telephone no), g1(contact person-mfg site), g3, g6, h2, h3, h6 codes(investigation types, conclusion, findings), h11.